Event description:
At a case on friday night. (7pm) doctor had ordered and was placing a zso-10-7 (357971 )and a zso-10-4 (357972) off indication through an oesophageal perforation. I had advised that the use was off indication and the scope was not the normal scope used for placement in an ercp. There was difficulty pushing the stents through the scope using a pc- (B)(4).and a metii-35-480. Olympus therapeutic gastroscope with 3.7mm channel. The stents were placed and the doctor completed the procedure with the devices as ordered by them. An njft-10 was placed after the stents as per indicated use. Immediately post procedure the patient was ok. No unintended part of the device remained inside the patient's body. Stents were left in place as wanted by the doctor. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the pc-10 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all pc-10 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0130) states the following: ¿this device is used for endoscopic biliary and pancreatic stent placement¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of the device was used off label was identified from the available information. The device was used for oesophagoscopy. When the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.